Event description:
It was reported that, "screwdriver broke upon tightening onto screw."

Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report.